Event description:
It was reported that 4 days after a drug eluting stenting treatment procedure, the pt developed a subacute thrombosis. In 2004, the pt had presented with an acute myocardial infarction. The physician had direct-stented a 90+% focal lesion in the mid-lad with a taxus express2 3.0 x 16 mm drug eluting stent. The target vessel was 3.0-3.2 mm. No procedural complications were reported. The pt was given heparin and iib/iiia inhibitors pre-procedure and during the procedure. Plavix was prescribed following the procedure. While still hospitalized, four days later, the pt developed chest pain and ventricular tachycardia. Pt was found to have a subacute thrombosis. Pt returned to the cath lab where a vision 3.0 x 18 mm stent was deployed on the distal edge of the previously placed taxus express2 stent in the mid-lad. There was a question of a possible dissection, but the details of this are unclear. The pt remained hospitalized and developed a second subacute thrombosis which was treated with another unknown bare metal stent. The pt was subsequently taken for left internal mammary bypass surgery to the lad by "window" technique. The physician was of the opinion that there may have been a clotting issue and that this would have happened with any stent.